Event description:
The snare was hooked up to an endostate generator at a 20 blend and a polypectomy was performed. The device appeared to cauterize as it should and the patient was discharged. The following day, the patient had additional bleeding and the physician recauterized the area and sent the patient home. That evening the patient went to a hospital, was admitted and recauterized using an unknown device.